Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at reservoir barrel event on (B)(6) 2024. The blood glucose level was 303 mg/dl. Therefore, patient was treated with IV- bolus. Non-serialized product being replaced. No further information available.